Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (highest of 575 mg/dl). To address the bg level, the customer delivered a correction bolus and used manual injections. The contact declined to perform troubleshooting with tandem technical support, and confirmed health care provider would be consulted regarding the reported event.